Manufacturer narrative:
Date of event was approximated to on (B)(6) 2022 based on the date the manufacturer became aware of the event. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip was inserted into the scope; however, the clip was unable to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.